Manufacturer narrative:
B2 - other serious: even though there was no reintervention, there is a potential for reintervention in this case. D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). It should be noted; the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, a single leaflet device attachment (slda) occurred. Patient had severe functional mitral regurgitation (mr) with many chords in grasping area and a big central chord. During the procedure, an ace in central anterior 2-posterior 2 position with 12-6 clocking was implanted. There was no difficulty while removing sutures. Then, the posterior mitral leaflet detached, therefore becoming an slda. As reported, there might have been too much tension on the first implant. The second device was not implanted. Final mr grade was severe. The patient was under discussion for transcatheter mitral valve replacement or a surgical implant but no approval at the time of this investigation. Patient was in stable condition.